Event description:
Facility reported: "four times in last two weeks, including incident today, the int. Hilo tube size 7mm, was deflated on extubation from pt. No apparent tears or holes were evident, but with further inflation after extubation, the cuff will not hold air. The cuff was pretested, the anesthesiologist does routinely use a tooth protector. 2% xylocaine gel is used on the tube prior to intubation. The md is noticing deflation of cuff during the procedure, although it is unclear whether cuff pressures are being tested/monitored during surgery. There has been nothing unusual about the cases or the pts. One of four pts was in the prone postiion during the procedure."